Manufacturer narrative:
This report has been identified as b. Braun (B)(6) ag internal report (B)(4). The device was not returned for investigation. As the device was not identifed by the customer, no further action is possible at this time. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) : "underinfusion". Reason of complaint: infusion used between 2 and 3 times longer time to infuse expected amount. Initial infusion used 40 min (expected 15 min), main infusion checked after 1h and only half of expected volum was infused. Total infusion time was 4,5h (expected 3h).unfortunately, the pump was not registered by customer and our further search have not given any results.